Manufacturer narrative:
Concomitant product: 10ml bd syringe ref (B)(4) lot 6357623, exp 2019-12-31, 0.9% nacl injection, therapy date unk. Gtin number for item: 20027e, lot: 16117539 is (B)(4). The customer¿s report of a leak was confirmed. Visual inspection revealed that the female luer had a vertical hair line crack that measured 0.427 inches. No stress marks were observed under magnification. Functional testing confirmed a leak through the crack. The cause of the leak was identified as a crack in the female luer, due to multiple contributing factors including material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Event description:
The customer reported that during an amiodarone administration the set leaked at the female luer at the distal end of the tubing and that there appeared to be a hole. The patient's blood pressure became labile and required several fluid boluses. There was no report of lasting patient harm.